Manufacturer narrative:
The device history record (DHR) and quality records were reviewed. These documents demonstrate that procedures were correctly followed. Complaints which are serious in nature are reviewed on a regular basis or for due cause to provide visibility and escalation. In addition, complaints are also monitored for trending on a monthly cadence. No further information is available at this time.

Event description:
Consumer experienced pelvic and vaginal pain, blood clots and an unusual odor, after having difficulty removing a tampon. A cyst then formed on her labia and became infected. This resulted a fever and additional pain. The cyst was surgically removed as an outpatient procedure and packed. She returned to the clinic twice for wound care. The cyst is now healed. Oral doxycycline, bactrim and mupirocin ointment were prescribed. Consumer reported she was satisfied, no further follow ups are tasked.

Manufacturer narrative:
Sample evaluation summary: a visual inspection of 8 companion samples was conducted. The visual examination did not observe any product defects or abnormalities.